Manufacturer narrative:
The device was not returned. The investigation is ongoing. Follow-up in progress to obtain additional information regarding the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had no image. The issue occurred during preparation for use and was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
Corrections: b3 event date is unknown; medical device problem code poor image quality added. This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified, during the device evaluation: water tightness loss. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the reported failure of no image was caused by a twisted cable unit and depression of the cable unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image. The issue occurred, during preparation for use. And was completed using a similar device. There were no reports of patient harm.